Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (failed incoming functionality) was confirmed. Upon investigation the electrode belt was unable to communicate with monitor. The cause for the failure was that the trunk cable connector was superglued to the monitor clogging the connector. The root cause for the failure was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt failed incoming functionality testing.